Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer postal code = (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an 'ncircle tipless stone extractor' was being used to capture kidney stones during a transurethral lithotripsy procedure. After an unspecified number of successful retrievals, the basket stopped functioning and could not be opened. Another 'ncircle tipless stone extractor' from the same lot was opened but the same issue occurred after a few successful uses. The procedure was completed by using a third 'ncircle tipless stone extractor' from an unknown lot. The device was inspected prior to use and no damage was noted. The device was tested in the uncoiled position prior to use and functioned properly. An olympus/p7 scope was being used with the device. A laser was not used while the basket was in use. The patient had no abnormal anatomy that would prevent the basket from opening. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation as reported, an 'ncircle tipless stone extractor' was being used to capture kidney stones during a transurethral lithotripsy procedure. After an unspecified number of successful retrievals, the basket stopped functioning and could not be opened. Another 'ncircle tipless stone extractor' from the same lot was opened but the same issue occurred after a few successful uses. The devices were inspected and tested prior to use. Abnormal patient anatomy was denied. The procedure was completed by using a third 'ncircle tipless stone extractor' from an unknown lot. The patient did not require any additional intervention nor experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned devices, were conducted during the investigation. Two devices were returned to cook with the original pouch and label. Both complaint devices were nonfunctional due to sheath damage. The first device had a basket sheath that was kinked and smashed in multiple locations. The second device had the purple support sheath separated. Neither handle actuated basket formation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU [t _ ntse_ rev1] did not provide any information related to the reported issue. Based on the information provided, inspection of the returned devices, and the results of the investigation, a definitive root cause was unable to be established. Information supplied by the user stated the devices were tested before use and there was no damage. It is possible that procedural issues encountered during device usage caused or contributed to the observed damage. However, this cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.